Event description:
During investigation into a (B)(6) pt's monitor which was returned for an unrelated issue, a reportable problem was discovered. The monitor was resetting. The monitor was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not fully power on. The cause of the inability to power on was likely a ram failure (u100 and u101) on ca board sn (B)(4). The ram components likely had an intermittent bga connection. The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.